Event description:
It was reported a patient had revision surgery(right knee) fifteen years, two months post implantation. Patient reported having two heavy falls onto the right side within the last 2-3 years and began experiencing pain, swelling, decreased weight bearing and the knee giving away. Radiographic imaging displayed lateral gapping, tibial/femoral subluxation and secondary wear. Revision with a diagnosis of femoral loosening and during the procedure the femoral and poly were revised. No additional information has been provided.

Manufacturer narrative:
(B)(4). G2: australia. Suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. 00596404012 articular surface size ef 12 mm lot# 61181150.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D10: 00596404012 articular surface size ef 12 mm lot# 61181150. 00598004701 nexgen tibia sz 5 lot# 61379844. 00597206532 all poly petella standard size 32 mm dia 8.5 mm lot# 61378508. Visual examination of the provided picture identified signs of use and implantation as the devices have foreign material on their surfaces. As the implants were not returned further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: visit 1; note: well up until x 2 falls in last 2-3 years. Since reporting discomfort, swelling, giving away/insecurity. Both falls heavy onto right side. No imaging at time of falls. Pain, decreased weight bearing for days- no analgesics, feels more instability. Bilateral xr show lateral gapping and tibia/femoral subluxation. Collateral failure/extension instability. Observation of secondary wear. Complaint confirmed based on the medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.